Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, no cross occurred. The 85% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. Upon advancing the 8 x 3.5 mm quantum maverick mr balloon catheter to the lesion for predilation, the device failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as stable. However, the returned product analysis revealed that there was shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Upon removal of the returned product from the hoop, it was noted that there was a complete fracture of the hypotube. The hypotube fracture was 92.5 cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. There was dried contrast on the shaft. The balloon was tightly folded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors (B)(4).